Manufacturer narrative:
(B)(4). See MDR #3010532612-2018-00089 and (B)(4).

Event description:
It was reported by the medical doctor that "when the sheath is inserted into the body, blood continuously comes from the other end". There are no reported patient deaths, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "sheath valve leak in use" is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: see MDR #3010532612-2018-00089 and tc #(B)(4).

Event description:
It was reported by the medical doctor that "when the sheath is inserted into the body, blood continuously comes from the other end". There are no reported patient deaths, serious injury or complications.